Manufacturer narrative:
Medtronic received additional information that the reason for explant was due to an echocardiogram which showed stenosis and increased gradients. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 5 months post implant of this 20mm pulmonary valved conduit in an (B)(6) pediatric patient, it was replaced valve-in-valve with an 18mm transcatheter pulmonary bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.